Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: cracks in the battery compartment were observed from the threads to the left of the grip pad, and below the grip pad to the case seal. The display was found to be dim with reddish text. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim display screen. This report is made based on results of investigation completed on (B)(6) 2017.